Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated errors during the fill-tubing step, consistent with an insulin delivery motor stall alarm, which persisted despite restarts and supply changes and necessitated transition to backup therapy and a replacement device. Symptoms included no reported adverse clinical effects and no changes in blood glucose levels. Outcomes included temporary interruption of pump therapy with continuation of cgm use on the user¿s phone or receiver. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.